Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. Over 3 weeks later the pt presented with lumbar radiculitis which was moderate in intensity. The pt underwent a series of three selected nerve root blocks. Daypro (1200mg po) was prescribed in 8/99; elavil (50mg po) was prescribed in 9/99; neurontin (900mg po) was also prescribed in 9/99. The event resolved with these treatments in 11/99. The invesitgator classified this event as unrelated to adcon-l. The investigator noted "common post surgical chronic radiculitis" and "illness being treated" as possible explanations for the event.